Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the calcified and moderately tortuous left superficial femoral artery. The physician advanced the 4x120x150 sterling balloon to the lesion without any resistance. On the first inflation the balloon was inflated to 8atms and ruptured. The procedure was completed with another 4x120x150 sterling balloon. No complications were reported and the patient's status is good.